Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch and dingus were adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system pendant displayed that the gantry door was open while the door was closed. There was no patient present when this issue was identified. No additional information was provided.